Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis and high blood glucose level (above 500 mg/dl), which she tried to self-treat with a bolus via pump. She had received high blood glucose alerts and her highest blood glucose level reported was above 533 mg/dl. Subsequently, she was hospitalized where she received insulin drip and unspecified medication via intravenous route, which resolved the issue. The patient had a bent cannula when the site was removed from her body. There was no permanent damage to the patient and the infusion had been in use for less than one day. She was hospitalized for two days and was able to resume insulin therapy, thereafter. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.